Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: health effect - impact code, type of investigation, investigation findings and investigation conclusions have been updated. Additions to section h6: type of investigation. Corrections to sections health effect - impact code (replace code 4641 with 4642), investigation findings and investigation conclusions. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Hemolysis is the destruction of red blood cells. There are multiple extrinsic and intrinsic factors including use of extracorporeal circulation, transfusion, infection, tumors, autoimmune disorders, medication side effects, a metabolic abnormality, and red blood cell membrane instability. Normal red blood cells (erythrocytes) have a lifespan of about 120 days. After the lifespan is over the red blood cells break down and are removed from the circulation by the spleen. In some medical conditions, or because of taking certain medications, this breakdown of red blood cells is increased. Medications that have been associated with hemolysis include acetaminophen, penicillin, and other pain medications. Red cells may be destroyed due to defects in the cells themselves. Another cause of hemolytic anemia is break down due to mechanical damage, such as from artificial heart valves or heart-lung bypass; or they as a result of turbulent blood flow pattern and erythrocyte destruction caused by pvl or central regurgitation. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed severe calcification on the native valve, and that the thv was under-expanded at the mid valve at 20.5mm (0.5mm added for outer diameter) nearly 1 month post initial implant. Per the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of paravalvular leak and subsequent hemolysis was unable to be confirmed. Per imaging evaluation, the deployed valve was under expanded, and there was severe calcification on the native valve. An under-expanded thv can compromise the seal provided by the skirt between the valve and target site (native annulus), leading to pvl. In addition, bulky calcification can also create irregular contact between the pvl skirt and target site, resulting in paravalvular leak. As such, available information suggests that patient factors (calcification) and/or procedural factors (under-expanded thv) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra resilia valve in the native aortic position. The valve was deployed in 90:10 to 100:0 (aortic:ventricular) position with 2ml less contrast than nominal volume and no post dilation. Trivial pvl (paravalvular leak) was noted. On postoperative day (pod) 2, a complete av (atrioventricular) block developed and syncope was observed. On pod 4, a temporary pacemaker was inserted. On pod 14, a leadless pacemaker was implanted. On pod 20, hemolytic anemia with increased ldh (lactate dehydrogenase) level was diagnosed. On pod 23, a tee (transesophageal echocardiogram) showed mild to moderate pvl in the commissure between the lcc (left coronary cusp) and ncc (non coronary cusp). On pod 27, tte showed moderate pvl at outpatient. Blood transfusion was performed on an unknown date. Per report, it was also noted that the patient had a complete right bundle branch block (crbbb) prior to the tavr procedure. According to the physician, the gaps in the valve skirt contributed to both the hemolysis and pvl; post-dilation would have been an option, but was too difficult to be performed given the pre-existing crbbb.